Event description:
(B)(4). Missed periods for 4 months at a time, extremely dry skin, dry, brittle hair, mood swings, depression, lack of sexual appetite, exhaustion, forgetfulness, mind fogginess, absentminded-ness, muscle aches, pains, skin rashes, bloated abdomen, abdominal pain.